Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the lower trigger button was sticking so the drill kept running was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger's components were corroded and had some debris on them, the motor had some corrosion signs, the electronic control unit¿s (ecu) contacts were corroded, and other components were worn, and had some debris on them. The assignable root cause of these conditions was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure it was observed that the lower trigger of the small battery drive device was sticking, and the drill kept running. It was reported that the button was manually pulled out to stop the device from running. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.